Event description:
The distributor contacted animas on (B)(6) 2014 alleging the pump experienced a prime issue. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged prime issue remained unresolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 07/15/2014, animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: review of the black box data revealed record of loss of prime with non-zero force. The pump was exercised for 24 hours without the occurrence of loss of prime. The force sensor was evaluated and determined to be within specifications.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.